Event description:
New information received notes that a new instance of post-paced t-wave over-sensing was reported. No additional intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have post paced t wave oversensing. Corrective programming changes were recommended but were not performed. The patient was stable throughout.